Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08-apr-2026, arthrex was notified via email of a case study published in 2024 by foot and ankle orthopaedics, titled ¿use of fibula nails with proximal and distal fixation¿. The study reviewed two hundred three (203) patients who underwent using a mini-open technique for anatomic reduction to address ankle fractures, using arthrex fibulock fibula nails. During the average follow-up at 18.8 months (6-54 months), one (1) patient underwent implant removal. Source: rodriguez-materon s, trynz s, fanfan d, fleites j, gil j, hodgkins c. Use of fibula nails with proximal and distal fixation. Article. Foot and ankle orthopaedics. 2024;9(1)doi:10.1177/24730114241230563.